Manufacturer narrative:
A ge rep evaluated the sys and replaced the fluoro functions board and x-ray controller board. Sys operates as intended. (B) (4).

Event description:
The customer reported the sys boots up with a bad iris pot error. No pt injury was reported.